Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The monitoring interface board was replaced, and the unit was returned to service.

Event description:
The hospital reported that the expiratory tidal volume was lower than the set value on the unit, causing the unit to alarm. The unit lost the ability to mechanically ventilate during pre-use checkout. No report of patient involvement.

Manufacturer narrative:
The ge healthcare engineering team performed a triaged review of this case. Based on this review, it has been confirmed there was no loss of mechanical ventilation, the unit was delivering less than expected, but still delivering. Therefore, this event is not a reportable malfunction.